Event description:
Boston scientific received information that during the implantation of the patient's left ventricular lead, this guide wire broke. The tip of the wire remained in the patient's coronary sinus branch. There were no adverse patient effects. The remaining portion of the wire was kept by the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.